Event description:
I used renu with moistureloc contact lens saline solution on 03/23/02 to clean my contact lenses. That day I began to experience itching in my left eye, but was unable to taken the lenses out due to being away from home so I left them in until that night. When I removed the contact my eye was blurry. When I saw the dr two days later my vision in my left was extremely blurry, then my dr refferred me to a specialist who said I had glaucoma and needed surgery. While awaiting transplant surgery my optic nerve shut down so surgery was no longer an option. I have no vision in my left and am now completely blind in that eye.